Event description:
On a 1 year post cardioseal implant follow up echocardiogram, a thrombus was discovered on the right atrial surface of the device. Subsequent tee showed a mobile echogenic mass measuring 6 x 14 hanging off the device. There was no residual atrial shunt. There was no evidence of arm fracture. The right atrial arms had retracted forming a ball type mass in the right atrium. There appeared to be good wall apposition of left atrial arms. The device explanted and the patient had patch repair of the defect.